Manufacturer narrative:
Complaints were identified in a literature review. Severe complications noted are a known risk associated with cryoablation of renal cryoablation and are included in product labeling. Lot numbers were not provided and therefore a lot history record review could not be performed. The devices were not returned and there were no device malfunction reported in the article.

Event description:
This complaint is derived from a literature article publicized in radiology 2018 titled "image-guided cryoablation for sporadic renal cell carcinoma: three- and 5-year outcomes in 220 patients with biopsy-proven renal cell carcinoma". Cryoablation was performed by using the galil medical cryoablation system. Cryoprobes (17 g) were placed around the tumor, with four probes (median) used for a mean tumor size of 33 mm. CT monitoring was performed during the double freeze-thaw cycle treatment (10 minutes freeze, 8 minutes thaw, 10 minutes freeze). Almost all patients were observed overnight after the ablation treatment, with occasional day cases. The median hospital stay was 1 day (range, 0-8 days). The paper stated that during 473 procedures performed, there was one event of procedure related hemorrhage (treated with embolization), 10 pneumothorax (treated with chest drain), 4 pelvic alyceal or ureteric injury (treated with ureteric stent), 3 ureteric obstruction due to clot (treated with ureteroscopy with or without stent placement), 2 hematuria and clot retention (treated with bladder irrigation), 1 myocardial infarction (treated with coronary stent placement), 1 cerebrovascular accident (treated with thrombolysis), and 1 venous thromboembolism identified and treated. There was one death at 5 days of pulmonary embolism after discharge. There was no device malfunction reported in the article.